Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was scratched and a small dent was observed on the screen. Reportedly, the customer was able to continue viewing the screen. Blood glucose level was not impacted. The customer declined to perform troubleshooting or additional follow-up from tandem technical support.